Event description:
It was reported that during a laparoscopic sigma procedure, part of the staple line was incomplete and there was leakage. The staple line was overstitched. Another device was used to complete the procedure. There were no adverse consequences for the pt. No further information is available.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.